Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue morphine sulfate solution 100 mg/5 ml, as no issue button appeared to dispense the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue button failed to work. A technical support specialist walked the customer through exiting the cubex application and logging back in. The customer successfully issued the item afterward. The system functioned as intended after the technical support specialist troubleshot the device.